Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported guide wire was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
After orbital atherectomy treatment, the physician attempted to post-dilate a stent with an nc balloon, however, the viperwire advance coronary guide wire was not removed therefore it fractured. After several attempts to remove the fractured component with a lasso, the fractured component remained in the patient. The patient was in stable condition. The physician planned to follow up with the patient after one month.